Event description:
Per the clinic, the sound processor was found to have become hot. A replacement sound processor was sent, and no reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on august 2, 2013.